Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 2.50x8 mm taxus express2 drug eluting stent appeared to be fine when it was opened. When attempting to place the stent, they experienced resistance. When the stent was removed, stent strut damage was identified. The procedure was completed with another taxus express2 stent. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.